Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test. Successfully downloaded history files and traces using thus. Pump error 4 alarm was found on: (B)(6) 2024 18:39:02.000 pump error 4 alarm was confirmed according in the formatted history file, suspected on hw. Pump error 68 alarm was found on: (B)(6) 2024 18:39:04.000, (B)(6) 2024 18:43:26.000 pump error 49 alarm was found on: (B)(6) 2024 18:39:04.000 and (B)(6) 2024 18:42:46.000, (B)(6) 2024 18:43:26.000, (B)(6) 2024 18:43:43.000. Pump error 23 alarm was found on: (B)(6) 2024 18:43:04.000, (B)(6) 2024 18:44:29.000. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted due to pump error 4 alarm. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 09-jan-2024 in the formatted history file. Sensor expired alert (794) was found on: (B)(6) 2024 17:26:55.000. Lost sensor 1 alert (780) was found on: (B)(6) 2024 18:49:00.000. Lost sensor 2 alert (781) was found on: (B)(6) 2024 19:05:00.000. Sensor signal not found alert (796) was found on: 01/08/2024 19:42:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor signal not found alert or unexpected sensor errors or anomalies were noted during testing. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the case of the pump during analysis. Pump error 4 alarm was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received. The received information has been provided in sections b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary : the device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump was exposed to fluid and cracked. The troubleshooting was performed and found the fluid under the lcd. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The device will be returned for product analysis.